Manufacturer narrative:
The device was returned for evaluation and evaluated. No issues were found with the exposed portion of the soft cannula which was reported as bent/kinked. However, a tear was found in the unexposed portion of the soft cannula. Fluid was observed exiting the tear during leakage test. It can not be conclusively determined when the tear occured or if it contributed to the reported high blood glucose levels. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to high bg levels or a communication error. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment, a manual injections of insulin were delivered and a new pod was applied.